Event description:
Clinical study - it was reported that 146 days after a coronary artery drug eluting stenting procedure the patient experienced a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.0mm, 90% stenosed portion of the proximal left anterior descending artery. The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.00x12mm drug eluting stent in the target lesion. There were no complications. The patient was discharged 2 days later on plavix and aspirin. 146 days after the index procedure, the patient experienced a tvr. The physician placed a taxus express2 unknown size stent in the prox lad. The patient was discharged 7 days later. In the opinion of the physician the relationship of the tvr to the taxus stent is unknown, and there was no restenosis of the taxus stent.

Event description:
It was further reported that target lesion 1 was 8mm long with residual stenosis of 0% post stent placement. The pt presented to ER 141 days post procedure with a five day history of breathing discomfort and substernal pain radiating to her left shoulder. Initial ECG revealed t wave inversions in v5 and v6. Patient initially refused cardiac catheterization. Stress testing was recommended. A persantine cariolite stress test 3 days later, revealed st segment changes with t-wave inversion of the inferolateral leads suggestive of ischemia. The pt then agreed to cardiac catheterization which revealed lmca patent, lad patent stent, 90% proximal occlusion (proximal to previously placed stent), mild distal luminal irregularity, lcx 100% proximal occlusion, 70% distal stenosis, svg to lcx 100% occlusion, pda 70% stenosis, svg to pda patent lvef 65%. 2 days later, 146 days post initial procedure, a 3.0 x 20mm taxus stent was deployed in the proximal lad. The lesion was reduced from 90-95% to widely patent. The patient was discharged 2 days later on aspirin and plavix.